Event description:
Fourty four minutes into 2nd treatment session, pt hr increased to 132 bpm, o2 dropped to 65%, c/o sob, denied cp. Treatment stopped, one nitro tab given, hr decreased to 97 bpm, o2 continued to drop. Second ntg given, o2 increased. O2 via nasal cannula given, o2 increased and pt reported feeling better. Pt transferred to ER.

Manufacturer narrative:
After first treatment session in 2007, dr discontinued lasix and increased topral. Instructed patient to reduce fluids and monitor weight. Three days later, patient had one pound weight gain, was cleared for second treatment session. Dr believes medication change contributed to adverse event.